Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon used the clip applier and the clips were not loaded and not folding well. After the first loading, the next one was not loading itself and folding properly. He opened a new device and this one worked well to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: please clarify what is meant by not loading itself and folding properly? There was difficulty in loading the clips in jaws of the device and the deployed clip was not forming completely. Was there difficulty in loading the clip in the jaws of the device? Yes. Did the clip deploy from the jaws? Yes. Did the deployed clip not form completely? Yes. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? No, because it was not loaded well in the jaws. Was there any torquing or twisting of the device present at the time of firing? Not that they were aware of. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Yes, out of a patient and then they noticed the same problems.